Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned and analyzed. The analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. The proximal conductor was worn. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was returned to the manufacturer and subsequently tested out of specification. No patient complications have been reported as a result of this event.